Event description:
It was reported that high, out of range pacing lead impedance alert was received via merlin.net. Decreased sensing was also noted. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).